Manufacturer narrative:
Supplier received the samples on 07/23/2019. Based on the supplier¿s investigation, the device history record review did not indicate any exception that could have led to the reported incident. Four pieces of samples were returned for investigation. The visual test and the linting data test were conducted on the samples. There was no linting/lint falling. The linting test result was 0.07g, which is within the acceptable criteria. According to the supplier, the or towel is made of cotton, so lint is inborn and inevitable. Per the investigation, nothing abnormal happened during production, therefore the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action was taken at this time, but the supplier will continue to monitor complaints for any trending.

Manufacturer narrative:
The sample has been forwarded (is enroute) to the supplier for evaluation. A follow up report will be filed once the sample has been received/evaluated by the supplier. Per the supplier¿s investigation (based on no sample at this point), the device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.150g / 10 pieces. The or towel is made of cotton, so lint is inevitable. The supplier is continuously working to better control the linting and has implemented several measures: suction machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier uses one cloth pad under 100 pieces semi-finished products to avoid lint sticking onto the products during product's transfer. Per the investigation, nothing abnormal happened during production, therefore the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor complaints for any trending.

Event description:
Customer states that within the past 3-4 weeks they have started to notice excessive lint with these towels. The lint is adhering to their gloves during cases. Per the customer, there have been no patients that were harmed by the lint that they are aware of. Their concern is that the lint would be introduced into the patients artery by way of a catheter or wire that had come in contact with the lint in the heparinized saline bowl. Cardinal health is proactively filing this report.